Manufacturer narrative:
This device was not returned to mmdg for evaluation. A DHR review was not completed because no lot number had been provided. Because the device was not returned to mmdg, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the administration set was leaking near the anti-siphon valve. They stated that they were removing the anti-siphon valve that was part of the set and then attaching a different one and this is where the set was leaking. Mmdg followed up with the initial reporter, who stated that the patient had not experienced any adverse effects due to the complaint. No other information was provided. [Complaint- (B)(4)].